Event description:
As reported by the initial reporter: "I received a product complaint on (B)(6) regarding our stent introducer in relation to a biliary procedure. According to the initial reporter, "during an ercp, the endoscopist and technician used a stent introducer to advance a plastic biliary stent into the working channel of a duodenoscope. Unknowingly, the stent introducer was advanced beyond the biopsy port and into the scope. Because the team were unaware of this, no attempt to retrieve the introducer was made. When the same scope was used for another procedure, it was discovered that the stent introducer was still inside the scope, and was advanced down and out of the scope by a new stent." It was further reporter that "the patient has not been affected by this event." Additional information provided on 05nov2019, a duodenoscope was used during the procedure.